Manufacturer narrative:
Date sent to the FDA: 03/24/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic removal of a cyst and fibroid procedure on (B)(6) 2010 and topical skin adhesive was used. On (B)(6) 2010, three incisions under the ribs that were closed with the skin adhesive became red itchy spots that spread. A few days later, they were all over the abdomen. On (B)(6) 2010, a doctor said this is an allergic reaction and the incisions were infected. Allergy medication, cortisone cream and erythromycin were prescribed. The rash worsened so the cream and antibiotics were stopped. On (B)(6) 2010, the wounds were oozing. Polysporin was started. Then a dermatologist prescribed another cortisone cream 4 times daily for 1 week. It started to help but the wounds began to ooze again when this was stopped. Three weeks ago, another cortisone and topical antibiotic were prescribed because the wounds were still oozing. Currently, the patient is using two topical creams: mometasone 0.1% (otc) and fucidin. The patient is also seeing the reactions on her leg where topical skin adhesive was not used. The reaction was going away but when she stops using the creams, the skin reaction returns. The medical staff opines that this event is an allergic reaction to the antibiotic.